Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the three syringes supplied in the kit and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that during aspiration the black rubber seal of the plunger (of syringe) detached and remained across the syringe. Due to this air was aspirated. A new syringe was use. No report of patient injury or harm.

Manufacturer narrative:
(B)(4). After further review of the information reported by the customer, it was discovered that it is not a reportable event, thus, the initial MDR, submitted on 06/14/2017 and the follow-up #1 MDR, submitted on 07/24/2017, were both submitted in error. Please disregard both submissions.

Event description:
The customer alleges that during aspiration the black rubber seal of the plunger (of syringe) detached and remained across the syringe. Due to this air was aspirated. A new syringe was use. No report of patient injury or harm.

Manufacturer narrative:
(B)(4). The device is not intended for sale in the us. Similar device sold in the us. The results of the investigation are pending at the time of this report.

Event description:
The customer alleges that during aspiration the black rubber seal of the plunger (of syringe) detached and remained across the syringe. Due to this air was aspirated. A new syringe was use. No report of patient injury or harm.